Event description:
I had the essure device implanted in 2013. Since then I have had recurrent pain during the month, outside of menstrual cycles. My periods are heavier and more painful. Sex is painful, especially around menstrual cycles. More alarming, my hair is thinning, my metabolism is affected and I have low hormone levels. They say I am perimenopause when I am only (B)(6).